Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-53770.

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized with a high blood glucose. The blood glucose reading was 582 mg/dl. The drive support cap appeared normal and recessed. The time and date were correct but the nurse was unsure of the bolus wizard or basal rates settings. A tubing clamp was sent so that the high pressure test could be performed.